Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No potential root cause provided. Align's clinical review shows that tooth 23 presents significant active bone loss extending to the apical third of the root, a finding indicative of advanced periodontal disease. There is no conclusive evidence provided that supports or opposes whether the product caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage, and the product was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of the loss of tooth #23. No additional information available at this time.